Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion. Post-op, rod at l5/s were broken. The patient experienced recurrent back pain. Hence the patient underwent revision surgery. In the revision surgery, four rods were placed at l3-s1. The broken rod was not explanted.

Manufacturer narrative:
X-ray review results: single ap failure x-ray presented s/p multi-level spinal fusion/ olif for scoliosis. Levels implanted t2-s1. Fractured rod evident at l5-s1, on one side. Both here fractured by report. Unable to assess fusion status or imbalance correction on there provided films. Root cause: indeterminate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.